Event description:
As reported by the affiliate, four days after percutaneous coronary intervention (pci) with two cypher stents, the patient complained of chest pain and came to the hospital. Abnormal ECG was observed. Coronary angiography was conducted and thrombus was observed in all of the previously implanted cypher stents as well as in a taxus stent. To treat the thrombus, plain old balloon angioplasty (poba) was conducted with some balloons. Then a 2.75 x 18mm cypher stent was implanted in the taxus through the distal portion. Then an intra-aortic balloon pump (iabp) was inserted. The physician commented that the possible cause of the thrombotic event was because dissection might have occurred distal to the taxus stent. Pci was performed on a de novo lesion in the mid left anterior descending artery (lad) and 2.75x20mm taxus stent was deployed at 18 atmospheres (atm). Pre and post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Clopidogrel sulfate 75mg/day was added approximately 45 days later. Approximately 3 months later, pci was electively performed on a de novo lesion in the mid to proximal lad of 20mm in length in a 3.5mm vessel diameter at a bifurcation. The (b2) lesion was also ostial. Pre-dilatation was conducted with a 2.75x20mm balloon at 20atm before a 3.0x23mm cypher stent was deployed at 20atm proximal to the taxus deployed three months earlier. Post-dilatation was conducted with a 2.75x20mm balloon at 18atm. Then kissing balloon technique was conducted, the lesions treated and the 2nd diagonal. At that time, dissection of unknown type occurred in the 2nd diagonal. Intra-vascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Pre-procedure medications included aspirin 100mg/day and clopidogrel sulfate 75mg/day. Intra-procedure medications included heparin 10,000u. Pci was performed next on a de novo lesion in the 2nd diagonal of 10mm in length in a 2.5mm vessel diameter. The (type a) lesion had a dissection as previously noted. A 2.5x8mm cypher stent was deployed at 14atm. Ivus was conducted. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure. Act was not measured. Post-procedure medications included aspirin 100mg/day and clopidogrel sulfate 75mg/day.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following manufacturing numbers: 9616099-2008-01187 and 9616099-2008-01188.